Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen 3000ug/ml, dose not reported. The indications for use was intractable spasticity and cerebral palsy. Per the healthcare provider 2-3 weeks ago the patient presented with worsening spasticity after a dose increase. The patient has had a long standing issue with not very effective symptom control. The day of the report they attempted to perform a dye study, however, upon aspiration of the cap, 3ml's of thick pink/orange fluid was pulled back. The fluid that was aspirated from the cap was sent for labs. The fluid had both white and red cells up in it. The culture was not back as of the day of the report. The glucose of the fluid was 9. The healthcare provider was not going to inject dye but planned on scheduling the patient for a CT scan to further visualize the catheter for disconnects and placement. The healthcare provider stated that 5 ml's of contrast was able to be pushed into cap. No dye was seen at the tip of the catheter and the 5ml's of the dye injected easily. The healthcare provider did not know what view of fluoro was used. There hasn't been volume discrepancies outside of 2 ml's it was noted that the patient was in trial for gablofen 3000mcg/ml and they do see some discrepancies. There was no iss ue with the logs of the pump. The healthcare provider stated that the patient had worsening spasticity when laying down so they did the dye study in that position. Interventions, results of the CT scan, the cause of the pink/orange fluid and cause of the volume discrepancies were not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.